Manufacturer narrative:
Stryker further evaluated the customer¿s device, was able to duplicate the reported issue and determined that the cause of the reported issue was due to the incompatibility of the power control board. Due to a part obsolescence, the device cannot be repaired at this time. The customer will be provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not complete the boot-up cycle during the initial power-on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Additonal manufacturer narrative: the device was returned to the customer unrepaired. Corrected data: section h11, additional mfg narrative on of the initial medwatch report indicates: "stryker further evaluated the customer¿s device, was able to duplicate the reported issue and determined that the cause of the reported issue was due to the incompatibility of the power control board. Due to a part obsolescence, the device cannot be repaired at this time." Section h11, additional mfg narrative on of the initial medwatch report should indicate: "stryker further evaluated the customer¿s device, was able to duplicate the reported issue and determined that the cause of the reported issue was the power pcba. Due to a part obsolescence, the device cannot be repaired at this time."

Event description:
A customer contacted stryker to report that their device would not complete the boot-up cycle during the initial power-on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The power pcb assembly was returned to stryker product analysis center (pac) for further investigation. The pac technician was not able to duplcate the reported issue with the removed power pcb assembly. Therefore, the root cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted stryker to report that their device would not complete the boot-up cycle during the initial power-on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.